Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb was intended to be implanted during the fenestrated endovascular treatment of a 59mm dissection. The aortic diameter near the renal arteries measured 50 mm at the time of device placement. It was reported during the index procedure, the device was deployed in the surgical field preoperatively. It was noted that the tapered section was located at the fourth stent from the center whereas it is typically positioned at the fifth stent. Due to this discrepancy, the device was not used. A second endurant limb of the same model was subsequently implanted without issue. Per the physician the cause of the event was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis two still images were received for analysis. First image depicts an endurant stent graft deployed on gauze. The tapered section of the stent appears to begin the third and fourth stent rings, per specification for an endurant 16x13 stent graft. Second image depicts two endurant stent grafts deployed side by side. The tapered section of both stents appears to begin the third and fourth stent rings, per specification for an endurant 16x13 stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device photo analysis summary: one still image was received for analysis. Image depicts an endurant stent graft deployed on gauze. The tapered section of the stent appears to begin the third and fourth stent rings, per specification for an endurant 16x13 stent graft b5; additional information received: it was reported that the dissection extended from the thoracic aorta to the abdominal region. It was noted that the device was compared to an identical device with the same specifications. An endurant limb of the same model and size was implanted instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.